Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was in 286-400 mg/dl range. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.